Event description:
It was reported that the patient presented for a routine follow-up CT scan and it was determined that the previously implanted endurant aortic cuff encf3232c49e had separated from the aneurx bifurcated stent graft. The decision was made to implant another endurant aortic cuff, encf3232c49e and successfully resolve the type iii separation endoleak. The cause of the stent graft separation is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Lack of information. Unknown cause of endoleak. Conclusion: lack of information. Unknown cause of endoleak.